Manufacturer narrative:
Bayer product analysis received and examined one returned syringe. Visual examination confirmed the presence of a dark colored particle within the fluid path. The particle was identified as plunger flash which refers to the excess plastic material that remains on the body of a new container after the container has been formed. Our investigation determined that the particle noted in the syringe was introduced during the manufacturing process and was not detected upon receipt of the product from the supplier. A 12 month review of complaint history determined the complaint rate to be 0.49 complaints per million (cpm).

Manufacturer narrative:
Based on the limited information, we are unable to determine the root cause of the unknown particle at this time; however, the product is scheduled to return to bayer for a full evaluation. Once the evaluation is completed, a follow-up report will be submitted.

Event description:
The customer reported the following: after filling the stellant CT disposable syringe with saline, a foreign material was seen in the syringe. The customer elected not to use the syringe. No injury or adverse event was reported.